Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient noticed the ins was off and they were going to the bathroom more. They also couldn't turn the ins on. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was off so it was turned on; they felt stimulation. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was also reviewed to consider completing a voiding diary to track progression/therapeutic response. Therapy considerations (50% reduction in symptoms) was also reviewed. It was lastly reviewed to follow up with the hcp if the problem does not resolve. The patient also reported poor communication, but it was resolved with troubleshooting. No further patient complications have been reported as a result of this event.